Event description:
It was reported that during a prostate procedure, the side-firing fiber cap was noted to have "loosened during surgery with no manipulation." The procedure was completed with turp. "No injury to the patient" reported.